Manufacturer narrative:
The customer has advised that the stent is not available for return, however, cook representatives may visit the facility to view the stent. The customer has not been able to provide a cook product number nor lot number; at this time cook is unsure if the product involved is a cook product. Cook is currently scheduling a time to visit the facility to view the product. As additional info becomes available, it will be forwarded.